Event description:
Customer called to report the insulin was not exiting. Customer stated the driver block did not slide freely on the lead screw when arms were in the unlock position. Pump was not dropped, bumped, or exposed to moisture. Troubleshooting was performed. The insulin was not exiting during test.